Manufacturer narrative:
Based on the provided picture it cannot be confirmed if the pfna blade cannot attach to impactor by hand power. We only have limited information and therefore the review of the picture does not allow to any determination of any root cause. The product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot: part: 04.027.054s, lot: 61p9659, manufacturing site: (B)(4), release to warehouse date: 03. July 2020, expiry date: 01. July 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the pfna blade could not be attached to the impactor. No further information was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary - picture review: based on the provided picture it cannot be confirmed if the pfna blade cannot attach to impactor by hand power. We only have limited information and therefore the review of the picture does not allow to any determination of any root cause. Visual inspection: the pfna-ii blade l95 tan (p/n: 04.027.054s, lot number: 61p9659) was received at us cq. Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating devices being returned. The complaint was not able to be replicated. Dimensional inspection: drawing: se_193639 rev c. Specified dimensions: shaft ID = 3.44 +/- 0.06mm; blade od = 10.3 +/- 0.05mm. Measured dimensions: shaft ID = 3.47mm, conforming; blade od = 10.28mm, conforming; device used - gauge pin gp32; caliper ca215p. Document/specification review: se_193673 rev c (current and manufactured) was reviewed. Se_193639 rev c (current and manufactured) was also reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as a functional test was unable to be performed, no damage was observed, and the device dimensions were conforming. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.